Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported is a concomitant. Please refer to manufacturer report number 2016493-2021-73961, 2016493-2021-74006, 2016493-2021-73924, 2016493-2021-73910, which captured the correct suspect device per investigation report.

Event description:
It was reported an event involving channels disconnected issues, which caused vasopressor infusions to stop running on a patient. The patient arrived to trauma intensive care unit on multiple vasopressors (norepinephrine 7.94ml/hr., vasopressin 2.4ml/hr., and epinephrine 15.88ml/hr.) As well as acetylcysteine 25ml/hr and sodium bicarbonate in dextrose 5 % water 150ml/hr. On multiple occasions, the pump modules and pcu malfunctioned causing vasopressors to stop running and patient's blood pressure to get to extremely low numbers. Errors included multiple pumps becoming disconnected/discharged and being unable to get them to reconnect. The clinician had to obtain replacement pumps to attempt to run the medications. The replacement pumps had the same issues with only half the channels working, so the clinician had to retrieve another set of infusion pumps. It was then reported that there appears to have been no additional intervention provided as a result of the perceived pump malfunction. It was unclear which infusions were interrupted. The patient ultimately succumbed to their presenting injuries. Patient patient's admitting diagnosis was acetaminophen overdose and liver failure. Furthermore, the customer reports that it was determined that the interruption in infusion did not contribute to this outcome.

Event description:
It was reported an event involving channels disconnected issues, which caused vasopressor infusions to stop running on a patient. The patient arrived to trauma intensive care unit on multiple vasopressors (norepinephrine 7.94ml/hr., vasopressin 2.4ml/hr., and epinephrine 15.88ml/hr.) As well as acetylcysteine 25ml/hr and sodium bicarbonate in dextrose 5 % water 150ml/hr. On multiple occasions, the pump modules and pcu malfunctioned causing vasopressors to stop running and patient's blood pressure to get to extremely low numbers. Errors included multiple pumps becoming disconnected/discharged and being unable to get them to reconnect. The clinician had to obtain replacement pumps to attempt to run the medications. The replacement pumps had the same issues with only half the channels working, so the clinician had to retrieve another set of infusion pumps. It was then reported that there appears to have been no additional intervention provided as a result of the perceived pump malfunction. It was unclear which infusions were interrupted. The patient ultimately succumbed to their presenting injuries. Patient patient's admitting diagnosis was acetaminophen overdose and liver failure. Furthermore, the customer reports that it was determined that the interruption in infusion did not contribute to this outcome. Death was not contributed to the bd device.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.